Event description:
The customer reported to baxter (B)(4) an interlink continu-flo solution set that was involved in a no flow. According to the report, the customer could not flush fluid through the tubing even though all the clamps were open. The condition was reported to have occurred before use during priming. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause investigation is in progress through mdq-CAPA-(B)(4). If additional information or samples become available, a follow-up report will be submitted.